Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that a hematocrit saturation color module failure occurred and would not calibrate. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no reported adverse consequences to a patient as a result of this event.